Manufacturer narrative:
The event involves a device that is not cleared for commercial distribution in the us, but a similar device is sold in the us; therefore, it is subject to reportability under MDR. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the surgeon found out a loosening between the series 7000 reduced keel tibia and bone cement on any x-rays. Therefore, he performed a revision surgery to replace it on (B)(6) 2011."